Event description:
A (B)(6) female patient contacted zoll customer support to report a high siren alarm and constant 'check belt' messages. When customer support prompted the patient to perform a download, customer support reported two asystole events with a flat line on both channels. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (check belt messages / flat line on both channels) has been confirmed. The cause for the check belt messages and flat line on both channels is a broken brown wire (-5v power supply), in the electrode belt trunk cable. The root cause for the broken -5v power supply wire cannot be positively identified. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.